Event description:
The patient reported that the "malfunctioned" and it was due to the device "shooting out too much ohms". The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.